Event description:
It was reported that, during an unknown surgery, an error message was displayed and the device could not be used at all. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4 batch #: a9842p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the rotational knob damaged. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. During functional testing, it was noted that the min/max hand activation button was nonfunctional. However, the device did activate when tested with the footswitch. The har36 device is equipped with an eeprom that collects error codes associated with generator alert screens. During the analysis of the data collected in the eeprom while using the device, it was noted that the device triggered the "tighten assembly" alert screen. This alert occurs when the instrument is not properly assembled with the handpiece. To ensure proper assembly, the torque wrench supplied with the device should be used to tighten the blade onto the handpiece. Turn the torque wrench clockwise while holding the handpiece, and continue until it clicks twice, indicating that sufficient torque has been applied to secure the blade. For further details, please refer to the instruction for use. The damaged on the rotation knob is related to improper use of the device. The device was disassembled to verify the condition of the internal components. Corrosion was found at the min/max hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9842p, and no non-conformances were identified.